Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent anterior colporrhaphy and mesh due to cystocele and sui. It was reported that following procedure, the patient experienced infection, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported the patient underwent mesh removal on (B)(6) 2013 due to urinary and bowel problems and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.